Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: a total of eight samples were provided to our quality team for investigation. Upon inspection, silicone is observed. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lots 2411025, 2406071 and 2409047 and were found to be within specification. The returned samples underwent these same tests and verified all product was within required limits. A device history review was performed for the reported lots 2411025, 2406071 and 2409047, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident, all production and quality processes were verified to have been completed without issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Six retained samples of each lot were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Silicone can be visible due to poor distribution. Based on our investigation we cannot identify a specific cause related to the manufacturing process. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe, this does not indicate that the silicone is in excess. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Description/event details: product: syringe 3 pieces 50 ml. Ref: 300865. Lot: 2411025, exp: 31/10/2029 > 7 syringes concerned, lot: 2406071, exp: 31/05/2029 > 3 syringes concerned, lot: 2409047, exp: 31/08/2029 > 13 syringes involved. Incident: nurses from the pneumology department noted the presence of water in the 50ml syringes, attached are photos of three syringes from three different batches. The incident necessitated a change of equipment and the checking of their syringes, resulting in a loss of time. The syringes have been recovered from the pharmacy, and are available for return for expert examination.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Three batch numbers: batch: 2411025, batch creation date: 2024-11-04, batch expiration date: 2029-10-31, full UDI: (B)(4). Batch: 2406071, batch creation date: 2024-06-17, batch expiration date: 2029-05-31, full UDI: (B)(4). Batch: 2409047, batch creation date: 2024-09-10 , batch expiration date: 2029-08-31, full UDI: (B)(4).